Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving baclofen (1,000 mcg/day, unknown concentration) and morphine (0.5 mg/day, unknown concentration) via an implantable pump for non-malignant pain. The patient reported their pump was empty and beeping a week and a half ago and they needed to find a new hcp to refill their pump. The patient stated they had an outstanding bill due to their managing hcp that they needed to pay in order for the hcp to refill their pump. The patient reported they saw the hcp yesterday ((B)(6) 2019) and the hcp did not refill the pump. The patient stated their last refill was in (B)(6) 2019 and he thinks he was supposed to be refilled in (B)(6) 2019 because he lost the paperwork and he missed an appointment, "but his pump did not run out". The patient was provided additional hcp listings and was to follow up with their hcp. No symptoms were reported.